Manufacturer narrative:
A visual examination of the returned device found that the tang hole for one jaw was fractured and the wire was dislodged. External analysis found that the fracture occurred due to tension overload. The device welding and riveting were found to be within manufacturing specification. Functionally, the jaws were not able to be closed due to the fractured tang hole. The condition of the returned incident device was consistent with the complaint; jaws won't close. The evaluation found that the tang hole for one jaw was fractured which prohibited the jaws from closing. The most probable cause is operational context as anatomical/procedural factors were likely encountered which limited the device performance. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during an upper endoscopy procedure performed on (B)(6), 2011. According to the complainant, the device was used to obtain the first biopsy specimen without issue. However, when a second attempt was made, the jaws would not close. Although difficult, the device was able to be removed from the scope. The procedure was completed with another radial jaw 3 biopsy forceps device. The account reported that the device was inspected and tested prior to use; no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient (B)(6) old and weighed approximately (B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during an upper endoscopy procedure performed on (B)(6), 2011. According to the complainant, the device was used to obtain the first biopsy specimen without issue. However, when a second attempt was made, the jaws would not close. Although difficult, the device was able to be removed from the scope. The procedure was completed with another radial jaw 3 biopsy forceps device. The account reported that the device was inspected and tested prior to use; no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.